Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. According to the report, around 2pm on (B)(6) 2024, the mobile device read low. The patient experienced ambulation difficulties and weakness, and the parent transported him to the emergency department (ed). There, the bg was 714 mg/dl while the cgm was low. The patient was given 3 IV drips and discharged after 4 days of testing and hourly bg checks. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked in ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/27/2025. It was reported that the patient called back on (B)(6)2025 to check the status of a previous replacement for poor patch adhesion. During this follow up call the patient clarify the event that happened on (B)(6)2024, inaccuracy which is captured on this report. The patient stated that around 2pm the mobile device read low. The patient mentioned when he saw the low reading he drank juice. Before developing symptoms, it was stated that the bg was 130 mg/dl and the cgm was showing low. The patient then developed ambulation difficulties and weakness and the parent transported him to the emergency department (ed). There, the bg was checked and showed 714 mg/dl while the cgm was still showing low. The patient was given 3 IV drips and discharged after 4 days of testing and hourly bg checks. At the time of the follow up, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid when bg was 130 mg/dl. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when patient was in ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.